Event description:
A facility reported a physician noticed that the trace of one of the scalp clips (ID 201037) was melting before surgery. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The scalp clips (ID 201037) was returned for evaluation. Device history record (DHR) - the reported product¿s lot or serial number. No anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the device appeared melted. This could be due to customer damaged or a manufacturing defect. The complaint can be confirmed. Root cause analysis - potential causes include customer mishandling or manufacturing defect.

Event description:
N/a